Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tascd30, (tsv angled screw channel driver 30mm) for evaluation. Visual evaluation was performed, the drivers tip is fractured. Fractured piece returned. DHR review was completed for the subject lot number 1278061. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1278061 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional: fracture based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that when tightening with the torque wrench the head of the screw driver broke, this is the first use. Procedure completed with another tool.